Event description:
Boston scientific received information that during a routine follow-up appointment, a ventricular fibrillation (vf) episode was noted in the arrhythmia logbook. Upon review, there was no vf or ventricular tachycardia (vt) present. The noise resulted in around three seconds of asystole in this pacemaker dependent patient. The patient was asleep during the episode and therefore had no symptoms. The sensitivity was reprogrammed. Boston scientific technical services (ts) reviewed the device data and provided some possible causes of the clinical observations. No adverse patient effects were reported.

Event description:
Information was subsequently received that manipulation on the pocket resulted in pacing inhibition due to vf oversensing. As a result, the rv lead was surgically abandoned and a new lead was successfully implanted on the right side. The device was placed on the right side and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.